Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had an unstable total left hip. Surgeon found broken/fractured ceramic liner (inter-op). Excessive stem trunnion to cup insert and rim impingement.

Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed. Device evaluation and results: device was not returned however, inspection of provided explanted images shows liner broken. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review and indicated x-ray confirms that the ceramic-on-ceramic bearing showed its broken however, the photo confirms a broken liner, no patient demographics, need legible operative reports, date of primary implant surgery, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review and indicated x-ray confirms that the ceramic-on-ceramic bearing showed its broken however, the photo confirms a broken liner, no patient demographics, need legible operative reports, date of primary implant surgery, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient had an unstable total left hip. Surgeon found broken/fractured ceramic liner (inter-op). Excessive stem trunnion to cup insert and rim impingement.